Event description:
It was reported to boston scientific corp that an endostat footswitch was used during a polypectomy procedure performed (B)(6) 2009. According to the complainant, during the procedure, the endostat footswitch was unable to trigger the unit to ablate the target site. The complainant confirmed that the problem was with the footswitch by wiggling the cable connector at the back of the footswitch while pressing the pedal. There were no complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).